Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited that the control unit is sticky due to water leakage. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the control unit is sticky due to water leakage. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.